Event description:
Procedure: radiofrequency ablation. Reportedly, following the procedure, the pt was noted to have a first degree burn to the thigh. The burn was dressed, but no further treatment was needed.